Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :the device associated with this report was returned for analysis. Visual analysis revealed that the overall condition of the device is good, the global unite fx rsa epi 1 has signs of insert being implanted and removed during the procedure. Additionally, unable to fit to the mating device condition cannot be confirmed due to no mating device was returned. Therefore the report condition cannot be confirmed. No other issues were observed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Dwr 103007526 rev h dimensional inspection: drawing: dwr 103007526 rev h feature: gauge diameter, (mechanism lock diameter) specification: 32.30 mm (+/- 0.03 mm) measured dimension: 32.30 mm result: conforming measurement device: caliper mitutoyo cd-6" asx ID# cd78620 device history lot : product description: global unite fx rsa epi 1 product code: 140720101 lot number: 3912809 device history review : 1) quantity manufactured: (B)(4). 2) date of manufacture: 9/5/2022 3) any anomalies or deviations identified in DHR: there was zero non-conformances associated with this lot. 4) expiry date: 8/31/2032 5) IFU reference: IFU-0902-00-850.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively, during initial shoulder-tep implantation, it was not possible to fix the inlay into the epiphysis. Another epiphysis was available and the inlay-epiphysis-construct was implanted without issues. Surgical delay about 5 minutes. No adverse patient consequences.